Event description:
Additional information was received that the pacemaker reached elective replacement indicator (eri) due to continued high threshold measurements on the right ventricular (rv) lead. The clinic noted that the patient was going to have another unrelated procedure and they would wait for a few weeks before considering a device change out procedure. Boston scientific technical services (ts) advised that the pacemaker would likely be at end of life (eol) in that time frame. The field representative indicated the physician was aware of where the battery status would be. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. Review of the data found that the rv impedance has been high and out of range for over two years. The field representative further noted that they experienced difficulty obtaining threshold measurements due to the patient in high rate atrial fibrillation (af). When measurements were obtained they were noted to be high at 2.2 volts with a programmed output of 2.5 volts. There were questions about why they did not receive a recent lead safety switch (lss) alert, and boston scientific technical services (ts) discussed that the lss was likely not reset from a previous out of range measurement. The rv lead was programmed back to bipolar with lss back on and the output was programmed to 4.5 volts. It was noted the patient is not pacemaker dependent. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker reached elective replacement indicator (eri) due to continued high threshold measurements on the right ventricular (rv) lead. The clinic noted that the patient was going to have another unrelated procedure and they would wait for a few weeks before considering a device change out procedure. Boston scientific technical services (ts) advised that the pacemaker would likely be at end of life (eol) in that time frame. The field representative indicated the physician was aware of where the battery status would be. The pacemaker and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the patient came in for a revision procedure one month later. Review of the data found the pacemaker had reached eol five days after the last interrogation. Further review found the lss had been triggered again for the rv lead and also the right atrial (ra) lead was in unipolar configuration. Since the pacemaker was at eol, diagnostics were unavailable it was determined the likely cause of the ra lead being in unipolar configuration was a lss due to out of range impedance measurements. A revision procedure was performed where the pacemaker was explanted and the ra and rv leads were surgically abandoned. A new pacemaker system was successfully implanted and no additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. Review of the data found that the rv impedance has been high and out of range for over two years. The field representative further noted that they experienced difficulty obtaining threshold measurements due to the patient in high rate atrial fibrillation (af). When measurements were obtained they were noted to be high at 2.2 volts with a programmed output of 2.5 volts. There were questions about why they did not receive a recent lead safety switch (lss) alert, and boston scientific technical services (ts) discussed that the lss was likely not reset from a previous out of range measurement. The rv lead was programmed back to bipolar with lss back on and the output was programmed to 4.5 volts. It was noted the patient is not pacemaker dependent. The rv lead remains in service and no adverse patient effects were reported.